Event description:
Information received from the field notes that the patient presented in the emergency room exhibiting "pacemaker syndrome". Interrogation found the device in back-up mode with intermittent capture. Subsequently, the device was replaced.